Event description:
It was reported hat the insulin pump alarmed no delivery. Customer's blood glucose at that time could be 300 mg/dl or 320 mg/dl. Customer did a set changed and noticed bent cannula. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.